Event description:
The customer used the suspect device to check their blood glucose and obtained a reading of 101 mg/dl. They felt woozy and went to the ER. Their blood glucose level was 23 mg/dl and they were treated with a glucose IV and fed a meal. Controls were not used on the system. The device was replaced.